Manufacturer narrative:
As there was no patient involvement. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. Telephone : (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed an intraocular lens (iol) had a scratch on the lens when being placed in the cartridge. A backup lens was needed to be used. Through follow up, it was confirmed that the scratch was on the optic. There was no patient contact with the product. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 06/06/2024. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the product was received loose in the original folding carton. The device was inspected under magnification. The complaint device presented with the plunger rod advanced to a lens that was stuck in the cartridge tip and the cartridge tip was damaged as well as bent. The damage extended to the cartridge tube. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and presented with no issues. The lens could not be removed for evaluation. The complaint issue "cosmetic issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.